Event description:
On (B)(6) 2013, the patient was implanted with six pedicle screws at l4-s1 bilaterally which were connected with six heads, two rods, and six locking caps. On (B)(6) 2014, the patient was admitted for a revision surgery. The surgeon discovered that one click''x locking cap was loose on one side at s1 causing the rod to dislodge from the tulip head of the screw. The surgeon removed and replaced the locking cap. He also removed five additional locking caps. The two 65mm rods were found to be not long enough so they were replaced with two 75mm longer rods. There was no allegation of deficiency against the locking caps and rods. The surgeon felt more confident replacing all locking caps after one was found loose. The six 3d heads and 5.2mm x 40mm screws were not explanted. The revision was successfully completed with no delay and no patient harm. This is 1 of 2 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device manufacture date for lot #8519720 is 7/4/2013. The device manufacture date for lot #8463052 is 5/29/2013. The device manufacture date for lot #8602934 is 8/29/2013. The device manufacture date for lot #8562267 is 8/2/2013. A review of the device history record revealed no complaint related anomalies for lot # 8519720. A review of the device history record revealed no complaint related anomalies for lot # 8463052. A review of the device history record revealed no complaint related anomalies for lot # 8602934. A review of the device history record revealed no complaint related anomalies for lot # 8562267. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
A product development event evaluation was conducted: six parts for the ti click''x® locking cap for ti3-d head were received for evaluation. The parts were received with complaint "loose". The rods and locking caps are single use devices used with the click''x top loading system used with the spinal posterior screw fixation system. The investigating engineer reviewed the drawing for conformance. Due to the lack of technical information available to the investigating engineer, the drawing review could not confirm that the returned locking caps conformed to dimensional specification at the time of manufacturing and could not confirm that the parts passed inspection requirements. Also the raw materials and finishing processes could not be confirmed due to the lack of technical information available to the investigating engineer. The loosening of the locking caps is most likely due to a rod of incorrect dimensions being selected for the construct but insufficient application of torque applied by the surgeon cannot be ruled out. In light of the admission by the surgeon that incorrect parts were used in the procedure which led to the complaint condition, the evaluation is deemed indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The suspect device is unknown but may be one of the following. Part #498.570/lot #8657974 (qty. 2), part #498.570/lot # 8519720, part #498.570/lot # 8463052, part #498.570/lot # 8602934, part #498.570/lot # 8562267. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies for lot # 8657974. The device manufacture date for lot #8657974 is 10/1/2013. Placeholder.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The manufacturing evaluation stated: the conclusion of the product investigation is that the complained parts are conforming from a manufacturing perspective; therefore the complaint is determined as invalid.